Event description:
Per patient request, the patient was admitted to hospice care due to worsening heart failure and chronic kidney disease with an increased shortness of breath and oxygen needs. The decision to admitted patient to hospice care was also said not be device or therapy related.

Manufacturer narrative:
Section b3: event date - corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the ckd; however, no further information was provided by the account. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away. It was later reported that patient presented to the emergency department on (B)(6) 2024 after a fall with concern for scapular fracture. The patient was last seen in clinic (B)(6) 2024 and was transitioned to hospice care after that visit. Patient's significant other called on (B)(6) 2024 and stated that the patient passed in hospice care. It was also said that outcome was not device related, and the device operated as intended.

Manufacturer narrative:
A4 - patient weight updated. B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to b2- death date. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the fall was not device or therapy related. The patient was admitted to hospice care due to worsening heart failure and chronic kidney disease with an increased shortness of breath and oxygen needs. The decision to admitted patient to hospice care was also said not be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient passed away.